Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the neurostimulator after the expiration date, not prepping the skin with an antiseptic solution, improperly closing the incision site, and not prescribing antibiotics pre-operatively have been ruled out as potential causes. Additionally, the patient having contraindicating conditions, severe force applied to the implant, excessive twisting, bending, or stretching, not prepping the skin with an antiseptic solution, and using inappropriate tools have been ruled out. However, the commercial team member reported the device may have been implanted too superficially as it was close to the entry which may have contributed to the report of soreness. The stimulator is used to treat pain. The cause of soreness is due to incorrect surgical technique as the neurostimulator was implanted too superficial (user error - clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported soreness and scabbing at the receiver site. On (B)(6) 2024, a revision procedure was performed where the incision was opened and made bigger, the device was repositioned and buried deeper, and the incision was closed. The patient is doing well and is healing nicely.